Event description:
Advocate stated some of the customer's blood glucose readings were not stored in the contour next. No adverse event was alleged. The advocate was advised to return the meter for investigation. A new meter was sent to the customer.